Event description:
The event is reported as: the customer alleges having difficulty placing the tube through the endotrach with the lma fastrach combo, size 4. No report of a pt injury.

Manufacturer narrative:
It is unk if the device is available for eval.